Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, trs175sb2, anchor tissue retrieval system, was used during an unknown procedure on (B)(6) 2025 when it was reported, ¿metal clamp detached after pull back (did not touch the purple button).¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment has been requested; however, to date we have not received a response from the reporter. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence. Update: (B)(6) 2025, per reporter assessment answers, the procedure was a lobectomy and it was completed without any delay.

Event description:
The distributor reported on behalf of their customer that the device, trs175sb2, anchor tissue retrieval system, was used during an unknown procedure on (B)(6) 2025 when it was reported, ¿metal clamp detached after pull back (did not touch the purple button).¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment has been requested; however, to date we have not received a response from the reporter. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.